Manufacturer narrative:
Please reference manufacturer report numbers 1221359-2021-02880, 1221359-2021-02881, and 1221359-2021-02882. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 across three different days and four different lots on the same patient. This MFR. Report addresses a false positive on (B)(6) 2021 using an unknown lot. The customer reported a false positive result with the ID now covid-19 on a direct tested nasal kitted swab. Three positive results were found using ID now covid-19 on (B)(6) 2021, and one was found on (B)(6) 2021. These false positive results are reported in the MFR. Reports referenced in this MFR. Report. Customer tested negative on true nat (B)(6) 2021 and gene (B)(6) 2021. Rt-pcr confirmation testing yielded negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.